Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') in an adult female patient who had essure (batch no. A33667-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("chronic/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2012 the right tube was cannulated .first and it was easily cannulated and then detached with four coils visible. The left tube was then cannulated and it was easily cannulated and the essure device was placed. On the left fallopian tube with one coil visible diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: urine pregnancy test: negative. Lot number reported a33667 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: significant correction received. Country changed from uganda to us. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') in an adult female patient who had essure (batch no. A33667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("chronic/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2012 the right tube was cannulated .first and it was easily cannulated and then detached with four coils visible. The left tube was then cannulated and it was easily cannulated and the essure device was placed. On the left fallopian tube with one coil visible diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: urine pregnancy test: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: mr received: reporter and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') in an adult female patient who had essure (batch no. A33667-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("chronic/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2012 the right tube was cannulated .first and it was easily cannulated and then detached with four coils visible. The left tube was then cannulated and it was easily cannulated and the essure device was placed. On the left fallopian tube with one coil visible diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: urine pregnancy test: negative. Lot number reported a33667 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') in an adult female patient who had essure (batch no. A33667-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("chronic/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6)-2012 the right tube was cannulated .first and it was easily cannulated and then detached with four coils visible. The left tube was then cannulated and it was easily cannulated and the essure device was placed. On the left fallopian tube with one coil visible diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2012: urine pregnancy test: negative. Lot number reported a33667 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality-safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') in an adult female patient who had essure (batch no. A33667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("chronic/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: lot number was added, essure insertion date were updated, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic/pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight decreased, mood swings, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mood swings, nausea, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury nos replaced with event perforation: other (nos), chronic/pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, urinary tract infection, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, vision problems, weight loss, mood swings, depression, anxiety, bleeding and bloating. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.